Event description:
Information received indicates the brake is not holding. The casters continue to swivel from side to side when in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.